Event description:
A malfunction on the pump was reported by the caller, leading to the customer's blood glucose level exceeding a high threshold, although the specific value wasn't provided. The customer addressed the high blood glucose by administering a correction injection through manual injection methods. Technical support assisted the caller in resetting the pump and provided instructions to ensure proper usage. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues returned.